Event description:
Ous MDR - after an implantation period of approx. 101 months, lead impedance and threshold were reported to be out of range.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the is-1 connector pin. The proximal and a medial lead fragment were received for analysis. Approx. 11 cm of the lead, including fragments of the conductor cables, the ring electrode, the lead tip and the shock coil, have not been returned. The analysis revealed multiple extraction damages such as cuts in the insulation and blood penetration. Furthermore the insulation was found torn up in several positions and the conductor cables were pulled out of their lumens in these areas. These findings indicate severe mechanical forces applied during the extraction procedure. Further inspection showed signs of abrasion along the lead fragments. The insulation was however intact in these positions. During the analysis of the available lead fragment no deviations were noted which might have contributed to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.